Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the plunger on the reservoir would not allow the insulin to come out. The patient's blood glucose at the time of incident is unknown. The customer mentioned that she felt resistance when pushing on the plunger rod. The reservoir was not in the pump and no alarms went off. The customer was able to make insulin exit when the infusion set was disconnected, but when the infusion set was connected the reservoir blockage persisted. The reservoir was returned for analysis and a replacement reservoir was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 7 series insulin pump, fluid flowed through the infusion set and out of the catheter tip conclusion the reservoir is not occluded.